Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2019 with the following findings: during investigation, the pump powered on with a dim, faded and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.